Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level resulting in a hospitalization. The suspected cause of the high bg was due to occlusions occurring at the time of the event. A correction bolus was delivered and a supply change was performed to address bg. While at the hospital, the customer received advice from a healthcare provider; no details pertaining to treatment required or received were reported.